Manufacturer narrative:
UDI: unknown part number. Complainant part is not expected to be returned for manufacturer review/investigation. No indication that the depuy spine devices caused or contributed to the event. However, all patient deaths are reported in which depuy spine device have been or were being implanted as MDR events regardless of causality. Complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Intraoperatively (B)(6) patient passed away during cementing of cfx screw(s) with help of vertecem v+. Vertrecem v+ (legacy synthes) = (B)(4). Cfx screw(s) (legacy depuy) = (B)(4).